Event description:
It was reported that a novum iq large volume pump had an unintended shut down. Ketamine was being infused as a primary at the rate of 25mcg/kg/min or 8.9ml/hr during patient infusion in the cardiac intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.